Event description:
It was reported with the use of the bd phaseal¿ connector luer lock (c35) there was an issue with leakage when inserting spike set after preparing medication by normal metal needle.

Manufacturer narrative:
Investigation: one sample unit was received for evaluation by our quality engineer team. Through visual inspection of the sample, leakage was not observed through the infusion set, however leakage was observed through the phaseal membrane of the connector. As a lot number was unknown for this incident, a device history record review could not be completed and additional retained samples could not be investigated. A cause for this incident could not be clearly established.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported with the use of the bd phaseal¿ connector luer lock (c35) there was an issue with leakage when inserting spike set after preparing medication by normal metal needle.